Event description:
It was reported that the patient presented to the hospital complaining of chest pain. It was determined that the patient suffered a cardiac tamponade from a perforation of the right ventricular (rv) lead resulting in accumulation of blood in the pericardium. The physician took appropriate action, and the pericarditis has been resolved. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).